Event description:
Additional information received from a reporter for a report #mw5153215 on 3/27/2024. Dexcom g6 sensor inaccuracy: 7:18am g6 reading 126, finger stick reading is 101. That is a mard of 24.8%.

Event description:
Additional information received from a reporter on 3/29/2024 for a report #mw5153215. Dexcom g6 sensor inaccuracy: 6:48am g6 reading 113, finger stick reading is 93. That is a mard of 21.5%, which is outside the acceptable 20% range.

Event description:
Additional information received from a reporter on 04/01/2024 for a report #mw5153215. Dexcom g6 sensor inaccuracy: 6:43am g6 reading 138, finger stick reading is 184. That is a mard of 25%, which is outside the acceptable 20% allotted range.

Event description:
Dexcom g6 sensor inaccuracy: 7am g6 reading 130, finger stick reading is 106. That is a mard of 22.6%.